Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6) 2007 and the onset of subsequent pain along with loss of movement. A revision procedure has not been reported to date.

Manufacturer narrative:
Investigation was limited to the information provided in the maude report. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history has not been provided. Date of event - unknown. A revision procedure has not been reported to date. Expiry date - unknown as no product identification has been provided. Manufacture date - unknown as no product identification has been provided.